Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she was having more pain now that the healthcare provider had lowered her oral medications. The patient mentioned she couldn¿t sleep with the spinal cord stimulation on because when she turned it up really high her heart raced and she had to use such a high frequency stimulation. The patient stated the healthcare provider pulled down the lead to t8 on the right side to help with this. The indication for use was rsd/causalgia-complex regional pain syndrome. No device issues reported.